Manufacturer narrative:
A review of the dtf history does not apply. A review of the cpf history for the specific serial number machine in this complaint does not indicate that this has been a recurring condition since this specific serial number machine was released to the field. A secondary search of the dtf history for this product is not possible since the part was mfg before the database was formed. Serial number of test machine (na if not used): 3c29318. ID of production equipment (na if not used): dmm hk14077. Test procedure followed: qara-146 sect. 9.0 revision: I. The mes tech replaced the uf pump due to a drift in the calibration of the pump. The pump was received by the MFR for investigation on 10/14/97. The uf pump was visually examined. No defects were noted. The thermal fuse was connected to an ohm meter. The meter read .1 ohms, indicating the thermal fuse was intact. The thermal fuse was disassembled and no trace of melted wax was noted. A failed thermal fuse is caused by the wax inside the fuse melting, which causes the fuse to open. This particular fuse tested good. The uf pump was installed into a lab machine and tested per 341555002. Upon starting the test the reported uf pump ran for a minute and then seized. The pump was then disassembled and it was noted that the plunger was corroded. Thus, causing the plunger to seize. Co was contacted on this issue, and stated that this has been seen before, but it is unk why the corrosion occurs. Co also stated that it is possible that this issue could be caused by a lack of clearance between the solenoid and the plunger. The described complaint condition was most likely caused by a corroded plunger. Safety analysis: to help detect ultrafiltration pump thermal fuse failures and to verify the ultrafiltration system integrity, it is recommended in the centrysystem 3 operator's manual that autotest be performed: prior to the first treatment of the day, if the machine has been turned off. If a pt weight discrepancy is discovered, or after any celan, disinfect, acid rinse, or rinse function (p. 3-19, version 1995/10). The operator is also instructed to perform a kuf comparison of the calculated value to the actual value after the treatment begins. This verifies that the ultrafiltration rate is as expected. However, if the thermal fuse fails after the treatment begins, there is no alarm and the treatment could be completed with insufficient weight removal. The only indication of failure after treatment began would be a drop in the ultrafiltration rate. The above testing concluded that the reported autotest failure was most likely caused by a corroded plunger in the uf (ultrafiltration pump). Failure codes: f. Code ufpmp096wr. Customer contacted: no. Sales/sevice contacted by investigator? Yes, date 11/6/97. Training required? No. Report attached? No.

Event description:
The machine failed the last minute of sulotest due to a faulty uf pump. There was no pt involvement.